Manufacturer narrative:
Concomitant medical products: 1888tc competitor lead, implanted: (B)(6) 2008. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per the physician, the device had about 8 months estimated longevity at a recent follow-up, but then the battery depleted quickly, with the device triggering elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.